Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the buffer syringes, the wash syringe and the sample probe which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false high ise (ion selective electrode) patient results on their au5800 clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.